Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A2: date of birth: requested, not provided a4: weight: 100.9kg d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: risk manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5117599. The event description states: that the tr band was not inflated, scant blood under band. A new tr band was used in their department. Confirmed 15cc was in the band but working differently than other bands in the past. No resistance was met when attempting to deflate the band. Cath lab came to assess band, 6cc was inflated into the tr band. Patient was in stable condition. Additional information was received on 19june2023: the procedure performed was a cardiac catheterization. The amount of time from when the band started to deflate is unknown. The device was not manipulated before use in any way pre-use or during storage. The product is stored in the original box on the shelf in the procedure room. The patient was reported to be in stable condition. The procedure outcome was completed successfully. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative. There was no reported blood loss. The patient was not injured, medical or surgical intervention was not required. This was a new upgrade to the current tr band. The original tr band remained on the patient and an additional 6cc of air was injected. Hemostasis was acheived successfully. There was no blood loss reported, scant blood under the band prior to the injection of 6cc's. There was no noticeable damage to the device.